Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported central toxic keratopathy in all the procedures in the patient's unknown eye after phototherapeutic keratectomy surgery. The patient's symptoms were resolved.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The system was successfully verified prior to and after the date complaint was reported. Latest preventive maintenance confirmed system met specifications as per service installation record. Logfiles, treatment reports, information about latest preventive maintenance report, pre and post-operative data was requested but not provided therefore a deeper investigation cannot be performed. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).